Manufacturer narrative:
The subject device referenced in this report was not returned to service center for an evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. As a preventive measure, the instruction manual states that to avoid patient injury, "keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping. When forcing the clip against the tissue, do not try to rotate the clip. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage and do not try to forcibly remove the clip if it becomes caught on the distal end of the coil sheath. Forcible removal of the clip could cause patient injury such as perforation, bleeding, or mucous membrane damage. The instruction manual has directions for emergency removal of the device when the clip does not detach. Furthermore, the instruction manual also contains preventive warnings and cautions regarding bleeding: clip performance for hemostasis is limited. Prepare more than one hemostatic device and select appropriate hemostatic device or use it together to respond to different hemorrhage situations and use this instrument in an environment equipped to accommodate open surgery."

Event description:
The service center was informed that during the end of the colonoscopy procedure after the polypectomy, on three different occasions, the device deployed open with the spring exposed. The user reported there was no control (can't open, close or rotate) of the clip. Either a net or snare were used to grab and drag it out through the channel when is in the right colon, or once the clip was brought out with the scope through the rectum while holding it with the snare. Also, it was reported that the device was inspected prior and after the procedure and no abnormalities were observed prior to the procedure. The intended procedure was completed. On one occasion a second lot was used to complete the procedure. The report 3 of 3.

Manufacturer narrative:
This report has been updated in the following fields: d10, g4, g7, h2, h3, h6 and h10. One hx-202ur single use repositionable quickclip (lot 8zk) was returned for evaluation due to ¿can't open, close or rotate¿. The customer only returned the deployed clip, and not the entire device. A visual inspection of the clip was performed and there were no abnormalities to the clip arm. The clip pipe was not received with the device, and the spring portion of the clip was exposed; no damages noted. Olympus was unable to perform a functional inspection as the clip was already deployed, prior to receipt. Additionally, there was a presence of foreign material (tissue build-up) on the received piece, which likely indicates a used device. We were unable to determine the cause of the reported event.